Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: united kingdom. It was reported that while the operating surgeon was closing the scalp of a patient, the surgeon noticed that the tip was missing from the forceps. Incident involves a trauma patient undergoing craniectome/craniotomy. The surgeon reported that due to the size of the tip it will not be visible on the x-ray to see if it is inside the patient.

Manufacturer narrative:
Based on the information available as well as a result of the investigation the root cause of the failure is most probably user related. This kind of instrument is designed for delicate use only. It is liable that a mechanical overload situation led to the breakage, which is also confirmed by the worn gripping surface. No pores, inclusions or foreign bodies could be found on the point of rupture. The visual investigation and the hardness test indicated that the quality requirements are in the specified tolerance range. A CAPA is not necessary.